Event description:
A discordant, falsely elevated erythropoietin (epo) result was obtained on a patient sample on the immulite 2000 instrument with lot # 230. The initial result was not reported to the physician. The laboratory reported that they could not interpret the result. There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated epo result.

Manufacturer narrative:
The customer called the technical solutions center (tsc) about the discordant epo result. The customer stated that the laboratory has run dilutions on other epo samples and other assays there are no problems. Based on this, the tsc specialist determined that the instrument did not require a field service engineer to inspect. The instructions for use (IFU) for the epo assay on the immulite 2000 instrument does indicate that the assay has limitations. The IFU states: "heterophilic antibodies in human serum can react with the immunoglobulins included in the assay components causing interference with in vitro immunoassays." The cause of the discordant epo result is unknown.